Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a cold snare was used during a colonoscopy and esophagogastoduodenoscopy (egd) procedure performed on an unknown date. It was reported that the physician experienced problems with the snare. The snare did not have as much stability and came out crossed and there were problems opening the snare. Additionally, the snare did not hold up after 1-2 polyps. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.